Event description:
Reason for report: significant chemical, physical or other change or deterioration in the device or any failure of the device to meet the specs established in the approved PMA that could not cause or contribute to death or serious injury but are not corretable by adjustments or other maintenance procedures described in the approved labeling. This pacemaker operated in standby mode and could not be returned to programmable operation. The pacemaker reportedly entered standby mode after electrocautery during gallbladder surgery. The pt has refused surgery to replace the pacemaker. The co does not plan to undertake corrective action at this time. Standby operation is intended to provide a safe reversion mode. Labeling describes potential complications including reversion to standby mode or failure due to electrocautery. It provides a warning that strongly advises that electrocautery should not be used. It should ne noted that submission of this report does not constitute an admission that the MFR (ela medical, s.a.) Or product caused or contributed to the event.